Event description:
Pt was dispensed natural touch lenses on 4/7/98. After wearing the lenses for nearly 2 months, he repoted that his eye would hurt and get red after 4 hours of wear. A decrease in vision was also noted. The dr. Diagnosed severe corneal edema wth mild injection and superficial puntate staining both eyes. The left eye also exhibited infiltrates in the upper limbal area. There was a 1.25 diopor change in the pts refraction during this episode. Lens wear was discontinued. No edema noted on 1 week checkup and pt was refit with another mfrs lens. No further complications have been reported.